Event description:
In 5/2001, a medwatch report was rec'd by the MFR that states the following: pt had a left device placed in 2000 for venous access. In 3/2001 this was found to be non-functional, and on eval, actually was found to be ruptured with the distal catheter residing in the heart. Pt underwent percutaneous transcatheter removal.